Manufacturer narrative:
H.6. Investigation: unfortunately a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. Additionally, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that a safety mechanism failure occurred during use with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter: "while placing IV in patient, device was placed, stylette was removed, safety cap did no engage, stylette open to air."

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a safety mechanism failure occurred during use with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter, "while placing IV in patient, device was placed, stylette was removed, safety cap did no engage, stylette open to air."